Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed by baxter personnel during on-site product evaluation. The root cause was assigned to a deep battery discharge resulting from use/user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". This condition has the potential to cause an interruption of delivery. This condition was found in the operating room. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.